Manufacturer narrative:
Inspiratory valve was replaced.

Event description:
Hamilton medical ag received the following event description: a frequent alarm disconnection on ventilator side without an obvious external cause.